Event description:
It was reported that during a shoulder arthroscopy, after insertion, the footprint sutures were completely loose, the area where the anchorage was implanted was checked but it was not there and it was not possible to remove the anchorage from the joint. The procedure was completed with a non-significant delay using a back-up device in an additional bone hole (5.5 mm footprint). No further complications were reported. The patient´s health conditions is stable.

Manufacturer narrative:
Initial complaint reference: (B)(4).

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the suture anchors were completely loose after insertion, and it was not possible to remove the anchors from the joint. Per case correspondence, an additional bone whole was required. The patient¿s health condition is reportedly stable. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The foot print anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, failure to lock the torque limiter, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.